Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator was unable to maintain fio2 (fraction of inspired oxygen) levels. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the ventilator being unable to maintain fio2 levels was confirmed. Ventec observed that fio2 levels would fluctuate lower, or higher, than set. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.